Manufacturer narrative:
(B)(4).

Event description:
During a preventative maintenance, the philips service technician noted a machine pressure sensor autozero failure error code in the device's diagnostic log. There was no reported patient involvement.